Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing loss of stimulation therapy from the scs system. A company representative met with the patient and found multiple lead contacts with high impedance. Follow up identified the patient had her scs lead replaced with a new one.